Event description:
After the surgery, it was found that the cage was backed out approx. 3mm. The surgeon addressed that he did not give compression during the primary surgery. In 2007, the patient had a revision surgery and the cage was pushed back.

Manufacturer narrative:
Product is unavailable for evaluation. Additional information has been requested and if received, will be supplied on a supplemental.